Event description:
A review of service data detected a reportable problem. During evaluation, battery charger/modem sn (B)(4) was unable to charge a battery pack. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was unable to charge a battery pack. The cause for the charge failure was isolated to extensive contamination on the charger's battery board. The root cause of the contamination could not be positively identified but was likely ingress of an unknown foreign material. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any problems.